Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician performed an electrode implant with anterior septal puncture confirmed by ice. Heparin was administered with act maintained. The ice catheter was positioned in the lv without issue. The delivery system (ds) and electrode catheter (ec) were prepared, connected to saline drip and manifold, and advanced via transseptal sheath. The electrode was positioned along the basal septal and basal lateral walls; however, poor imaging due to body habitus limited placement at multiple sites. An acceptable basal septal location was ultimately identified with satisfactory pre-anchor measurements and good seal on cine imaging. Anchoring was performed under cine fluoroscopy (30 fps) using the cvc tool with incremental 1 mm advancements. Imaging suggested clear needle zone without contrast and no tenting. After deployment and withdrawal of ds and ec, the electrode embolized. The electrode was successfully retrieved using an oncor snare without patient complication. Post-procedural review showed contrast in the needle zone, consistent with premature electrode detachment.